Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. Analysis did find that the high rate cover was missing, the upper and lower cases were broken and contaminated, the control knobs, heart wire block, battery drawer, two side bail covers, ring cover, o-ring battery latch, heart wire contacts, and battery contacts were contaminated, the case screws were the incorrect hardware, the ring was bent and the interconnect flex was out of specification.

Event description:
It was reported the unit will not power down intermittently. No patient involvement or complications were reported as a result of this event.